Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race, date of event, expiration date, explant date, device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens and the lens had an overvault. Post-op the vault has been decreasing. At the 1 month post-op, the patient was 20/20-1. The icl has settled well and the patient is doing great. The lens remained implanted.